Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 36 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with glucose tablets. Customer advised they pressed threshold suspend and needed to know if there was a way the device would not alarm when they press the feature. Customer was advised to press esc and act to clear the alarm. Customer declined to troubleshoot and advised the device worked properly.